Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2000.

Event description:
It was reported that the patient's ipg rotated in the pocket site. The patient underwent a pocket revision procedure.